Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the anchor is broken completely at the top thread closest to the distal tip. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. The root cause can be a combination of the above mentioned issues. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review of the complaint system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(6). (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The customer reported that during a shoulder procedure while preparing their healix peek anchor 4.5 with orthocord to implant, it was observed that the anchor broke. The customer stated that the anchor was never implanted. The customer reported that the surgeon completed the procedure with another like device with no patient consequences or delays. The customer could not provide any further information. The device will be returning for evaluation.